Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's permanent implant procedure was extended by 30 minutes as the initial laminectomy was performed at the wrong location. As a result, a second laminectomy was performed at the desired lead location. The procedure was successful and the pt was 'doing well'.